Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that on remote transmission intermittent undersensing was noted on the right ventricular (rv) lead during ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. A few beats were undersensed but it did not affect the ability of the device to detect or deliver therapy. The lead remains in use. No patient complications have been reported as a result of this event.